Event description:
An event was received from a customer claiming that a pt has passed away and her ribs were fractured.

Manufacturer narrative:
The device will not be returned for eval. It was determined that manual CPR was performed for an unk period of time by the pt's grandchild prior to deployment of the autopulse system. The autopulse was used on the pt for 19 minutes. The cause of death is unk but not related to CPR injury. The primary reasons for such fractures during CPR include chest elasticity, bone density, and anatomy of the rib cage (kyphoscolosis). The observed fractures (rib and/or sternum) are possible complications with manual as well as mechanical CPR. Since manual CPR was performed prior to deployment of the autopulse, it is not possible to identify which of the two CPR methods may have caused the suspected fracture. CPR injuries are of relative significance given the alternative of death. (B)(6).